Manufacturer narrative:
Review of instrument images: batch (B)(4) tested (B)(6) 2015 (B)(4). Sample ID (B)(6). Cell 1(neg), visually neg cell 2 (neg) visually neg with slight fuzzy button cell 3 (neg) visually neg. Cell 2 is e+(homozygous). Control reacted as expected. A service call was made on (B)(6) 2015. Echo tubing was replaced due to discoloration and adjustments were made as needed. The system was tested and is operating within specifications.

Event description:
On (B)(6) 2015, the customer reported unexpected negative results when testing a sample with capture-r ready-screen 3 (crrs3) on the echo, when tested on (B)(6) 2015. The patient has a known anti-e.